Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of delivery system injector tip went under the lens rather than pushing it along with the intraocular lens (iol). There was no patient contact reported. The procedure was completed on the same day. No further information available.

Manufacturer narrative:
A handpiece sample was not received, at the manufacturing site. For evaluation for the report of went under the lens. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A handpiece sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On initial MDR the h8 ¿initial use¿ was submitted in error, it should have been ¿reuse of reusable device¿ in the original MDR - (corrected information provided in h.8.) The manufacturer internal reference number is: (B)(4).